Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because they experienced urinary retention one week after their original aus implantation procedure. The patient stated that they felt like they were unable to empty their bladder. The existing 4.0 cm cuff, which was too tight for the patient, was explanted and replaced with a 5.0 cm cuff. There were no patient complications during the procedure, and the patient was reported to be recovering well. There was no observable damage to the explanted 4.0 cm cuff. The explanted 4.0 cm cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.